Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded by hospital.

Manufacturer narrative:
The reported event could be confirmed by the provided image documentation related to the damaged package and the following injury of the hand. Even though the product including package was not returned and no catalog # as well as no lot # was submitted the product could be identified based on the provided image documentation. Based on the investigation the reported event could be attributed to an inappropriate user handling. According to the reported event the telescopic tubes have been closed by pushing the components into each other which led to increased forces during the closing procedure. Because of the increased strengths during the closing procedure the drill penetrated the plastic of the telescopic tube. In order to close both plastic telescopic tube components by an appropriate handling, each end of the tubes has to be grabbed and enclosed with the fingers. Subsequently, the closing procedure has to be executed by carefully and slowly screwing in (instead of pushing) both plastic telescopic tube components. The careful and slow screwing in of both telescopic tubes has to be executed until the drill has reached the end between the inner space of the tube components ¿ visually controlled. Indications for any packaging related issues were not determined in the investigation.

Event description:
It was reported that while pushing the lid on the drill bit, the sterile drill bit pushed through the plastic cover and through the stryker sales rep's thumb with an entry and exit point. The drill bit was then contaminated when it pierced the hand of a surgeon on site. See (B)(6).

Event description:
It was reported that while pushing the lid on the drill bit, the sterile drill bit pushed through the plastic cover and through the stryker sales rep's thumb with an entry and exit point. The drill bit was then contaminated when it pierced the hand of a surgeon on site. (B)(4).